Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital from the clinic on (B)(6) 2017 for an elevated lactate dehydrogenase (ldh) of 608 u/l. During the three days prior to admission, the patient had complaints of mild chest pain and an inability to walk 20 steps without getting short of breath. The patent's inr was 2.2 to 2.5. On (B)(6) 2017 a ramp echocardiogram was performed; however, the result was not provided. Further information was requested, but not provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.